Event description:
It was reported by the rep that during a lap chole the clip applier did not function properly. The clips were misformed after firing. There was no additional instruments needed. Case was completed with no patient consequence.